Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department experiencing bradycardia, fatigue, weakness and lightheadedness. It was further reported that the patient experienced possible ventricular asystole. It was also reported that rhythm strips showed possible atrial fibrillation (af) with no ventricular activity. The patient coded and passed away. Additional information related to the cause of death was requested and not yet received.